Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found pump in good physical condition. The pump was powered on and "error code 10102" was found on display. Upon further investigation it was found that the pump had faulty real time clock battery. Based on the evidence, the compliant was confirmed. The root cause could not be identified.

Event description:
It was reported that the device gave an alarm and displayed the message "error 10102" when the motor was activated. No known adverse effects to patient.